Manufacturer narrative:
Additional information was provided in h.3. And h.11. The product was not returned for analysis. Only photo was returned. Plunger override was observed on the returned photo. Photo provided shows an activated autonome device. The plunger appears to be advanced into the nozzle entry and appears to be slightly advanced over the iol and appears to be bent slightly to the right. The iol appears to be advanced into nozzle entry. We are unable to determine the root cause for the reported complaint blue plunger moved off to side during advancement. The product was not returned for analysis. Plunger override was observed on the returned photo. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to override the lens. If the operating room temperature is too high (> 23° celsius / 73° fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the blue plunger went off to side during advancement. The procedure was completed on the same day with the unknown backup lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).